Manufacturer narrative:
(B)(4). D10 - associated products: hxpe liner constrained kk 32; item# 00-8758-012-32; lot# 63830633. Kinectiv modular neck d; item# 00-7848-044-00; lot# 63789786. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to hip dislocation approximately five years post initial implantation. It was noted that during the revision surgery, significant metal debris (black tissue) was also found in the patient's wound. Upon examination, it was found that the anterior neck had been grinding on the anterior neck of the acetabular cup. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No additional information at this time.

Manufacturer narrative:
Visual examination of the biolox head identified that the half of the articulation surface above the size marking has countless metal transfer marks in the form of horizontal and vertical stripes. The other half of the articulation surface appears inconspicuous. The seating pattern of the stem taper, consisting of fine metal transfer marks, can be seen on the head taper. The seating pattern appears inconspicuous. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.